Manufacturer narrative:
The ge service rep removed and replaced 110v 15amp power cord cable. He retightened all ground cables. Checked ground continuity through out carm and workstation. Ground continuity tests and checks out ok. The inhouse biomedical engineering performed electrical safety tests before and after power cord cable replacement. Electrical safety tests and checks out to be ok.

Event description:
The customer reported the power cord is torn/frayed. No pt injury were reported.